Event description:
It was reported that during an esophageal hernia repair, the pad melted off. A new device was opened to complete the case. All pieces were retrieved from the patient. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 6/21/2024 b3: event year only reported: 2024 d4 batch #: x7043t additional information was requested and the following was obtained: I spoke with dr. And he shared felt that most of the pad melted off and he was able to recover it. No, the titanium blade did not fall off investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad detached not returned. The blade tip was damaged, however, the blade was not cracked. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Probable causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them, subsequent activations would completely wear and melt the tissue pad until the blade tip makes contact with the clamp arm. Avoid activating the blade without tissue between the blade and tissue pad to prevent this type of damage. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x7043t, and no non-conformances were identified.